Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the hub and identified the returned sample as a 6mm x 4cm balloon. No other anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house .035"" guidewire, and it passed without issue. With the guidewire in place, the inflation hub was connected to a max30 inflation device. Water was used to inflate the balloon. Upon inflation, water was observed leaking from a partial circumferential break in the proximal butt joint. The break was examined under microscopic magnification (15x) and the break edges appeared to be jagged; the polyimide appeared to be intact. The balloon was unable to be inflated to rbp due to the leak. No further functional testing could be performed due to the break at the proximal balloon glue joint. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was reviewed by field assurance engineer. The photo shows the device coiled up on brown paper towels. The device appears to have been previously inflated. No anomalies could be noted to the device. Based on the photo review the reported issue could not be confirmed. Conclusion: the device was returned. The device was connected to an inflation device, and inflated. A partial break at the proximal butt joint resulted in a leak and inflation issues. Therefore the investigation is confirmed for the reported inflation issue and leak, as well as a break. The reported leak and inflation issue were a result of the partial break at the proximal butt joint. However, the root cause for the partial break at the proximal balloon butt joint could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Note: at the manufacturing site, catheters are 100% inflated, leak tested, and visually inspected for numerous defects. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the pta catheter through a smaller size sheath introducer than indicated on the label. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. (B)(4).

Event description:
It was reported during an angioplasty procedure, the pta balloon allegedly failed to inflate more than 16 atm. It was further reported a leak was identified between the catheter shaft and balloon when the device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. No medical records or no medical images have been made available to the manufacturer; however a photo was provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, the pta balloon allegedly failed to inflate more than 16 atm. It was further reported a leak was identified between the catheter shaft and balloon when the device was removed from the patient. There was no reported patient injury.